Event description:
Immediately after surgery with emdogain and prefgel, when making the suture, the right part of the pt's face swelled from eye down to throat. Pt got an injection by the general doctor and now everything is ok. The face is not swollen anymore and the pt is well. It is not known which other products were used in conjunction with this surgery, e.g local anesthesia, which more often than emdogain triggers allergic reactions. Possibly, a similar product that was used 50 years ago and then caused the swelling, also caused it now.

Manufacturer narrative:
Manufacturer reviewed manufacturing batch records and no discrepancies were found. An allergy test is being conducted and the manufacturer expects to be made aware of the results.